Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient reported the subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode were explanted due to an infection. The patient stated that he had excessive bleeping and had to be hospitalized for over two weeks post explant. The patient further noted that he elected to not have another device implanted. No additional adverse patient effects were reported.